Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: australia. It was reported that the needle was not attached to thread when packet opened.

Manufacturer narrative:
Samples received: 1 open pouch, batch number is unknown. Analysis and results: we have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. The part of the aluminum pouch with the batch printed data is missing. (From expiry date we can only know that the product was manufactured in 2016). Without closed samples or batch number a proper analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples and batch number a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.